Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part of the rotating brush head came off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that part of the rotating brush head came off the oral-b dual clean brushhead while used with an oral-b rechargeable toothbrush, version unknown. The consumer purchased a package of 3 of these brush heads, and he or she asserted that they all failed. The consumer had been using these brush heads for years and asserted that this had never happened before. No symptoms developed.